Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the cuff of the device had a leak losing volume. It was stated that the cuff was partially leaked only made the healthcare professional finished the procedure. There was no patient harm.